Event description:
It was reported that during a left-sided idiopathic vt (idvt ¿ left) procedure, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiography (ice) and a surface echocardiogram. A pericardiocentesis was performed and 300 ml of fluid were removed. The patient was reported in stable condition and transferred to ICU (intensive care unit). Attempts to obtain additional information regarding the event were performed with no success.

Manufacturer narrative:
Product analysis could not be conducted since the customer stated that the device was disposed. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4); stockert 70 system us catalog #: s7001, serial #: (B)(4); cool flow pump us catalog #: cfp002, serial #: (B)(4). (B)(4).